Event description:
Clinic study. Same pt as MDR #6000093-2005-00528, 6000093-2005-00529, 6000093-2005-00530, 6000093-2005-00531, and supplement 001,002,003, MDR#6000089-2006-00030. It was reported that 340 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr), and 469 days after the initial procedure, the pt required another tvr. Target lesion 1 being treated in the index procedure was a 3.0x9.0mm, 85% stenosed, mildly calcified portion of the saphenous vein graft (svg) of 3rd obtuse marginal branch (3rd ob marg). The physician treated the target lesion with placement of a taxus express2 8.8% 3.0x12mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. Target lesion 2 being treated in the index was a 3.0x32mm, 75% stenosed, mildly calcified portion of the svg of 3rd ob marg branch. The physician treated the target lesion with placement of 2 taxus express2 8.8% drug eluting stents with size of 3.0x24mm and 3.0x20mm and overlapped each other by 4mm. The post-procedure target lesion had 16% diameter stenosis. Target lesion 3 being treated in the index procedure was a 3.5x8mm, 75% stenosed, mildly calcified portion of the svg of the ramus artery. The physician treated the target lesion with placement of a taxus express2 8.8% 3.5x12mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. Myocardial infarction, stent thrombosis and tvr occurred 4 days after the initial implant procedure. Pt was discharged 7 days after the implant procedure on aspirin and plavix. Two hundred and eighty seven days after the initial procedure, the pt had another tvr in the svg of the ramus artery. All events were reported in previous mdrs. Three hundred and forty days after the initial implant procedure, the pt required a tvr in the svg of the ramus artery. There was no reported in-stent restenosis. The physician successfully placed a johnson & johnson cypher stent in the target lesion. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is unk. 469 days after the initial implant procedure, the pt required another tvr in the svg of the ramus artery. There was no reported in-stent restenosis. The physician successfully placed 3 johnson & johnson cypher stents in the target lesion. The pt was discharged the same day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available; and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.